Event description:
It was later reported that after the pericardial tap, the patient was kept overnight for observation.

Manufacturer narrative:
Product event summary: data files and photos were returned and analyzed. The reported event cannot be assessed through data analysis. Based on the available information and investigation activities, the reported event may have been related to the medtronic device or the, but the exact relationship between the device and the reported event cannot be determined definitively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure; the catheter was flipped up to three times from the right superior to mitral while maneuvering the catheter. A minimal pericardial effusion was identified by ultrasound and the patient was treated with pericardial tap. The blood was drained from the pericardial effusion, with 10 cubic centimeter (cc) removed after atrial fibrillation ablation and another 10 cc after the cavotricuspid isthmus (cti) line, and a drain was left in the chest. The case was completed. No further patient complications have been reported as a result of this event.